Manufacturer narrative:
Continuation of d10: product ID 977a260m serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2025, product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2025, product type: lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 14-jan-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 14-jan-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep reports the patient's ins and leads were explanted. No additional information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the leads and implantable neurostimulator (ins) were both explanted. There were no reported issues with the therapy or device. The patient's surgical wounds were not healing properly. The date of the event was unknown. The pocket site appeared infected. Labs were sent but came back negative. The device was explanted and the site was cleaned and closed. The issue has been resolved. The rep had asked the healthcare provider (hcp) to return the devices but refused as there weren't any issues with the system. The devices were discarded.